Event description:
The reporter stated that the unit shuts itself down during an infusion without an alert occurring. The unit will then re-initialize giving the start up menu with a normal beep occurring. No patient injury or treatment was associated with this report.